Manufacturer narrative:
A chest x-ray was performed and the patient will continue to be followed via remote monitoring. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited a low out of range shock impedance measurement. The patient was seen in clinic for further evaluation. Review of device information revealed shock impedance measurements were stable at 50 - 55 ohms. All other lead diagnostics were acceptable and stable. No adverse patient effects were reported.